Event description:
It was reported that during a clinical observations site visit, a clinician stated vancomycin and kphos infusions were running slower than programmed. Both medications are infused on a primary line. Clinicians add volume to the pump to ensure the IV medication bags empty entirely. The IV set is primed with and clinicians report vancomycin infusions can take approximately 15-20 minutes longer to infuse than expected. There was patient involvement however patient impact is unknown. This was a general complaint, no specific events were mentioned and no further information will be made available and no devices will be sent to bd for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during a clinical observations site visit, a clinician stated vancomycin and kphos infusions were running slower than programmed. Both medications are infused on a primary line. Clinicians add volume to the pump to ensure the IV medication bags empty entirely. The IV set is primed with and clinicians report vancomycin infusions can take approximately 15-20 minutes longer to infuse than expected. There was patient involvement however patient impact is unknown. This was a general complaint, no specific events were mentioned and no further information will be made available and no devices will be sent to bd for investigation.

Manufacturer narrative:
Omit: a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex a and g codes.